Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when she changed her infusion set her blood glucose was 142 mg/dl, but her blood glucose has since increased to 403 mg/dl. The customer treated via insulin pump bolus. The customer was new to the changing her infusion set. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer declined to check her settings or to check for site related issues. However, the infusion set was inspected and the cannula was bent. A high pressure test was performed and the device failed the first time, but the test was run again and the insulin pump successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.